Event description:
On (B)(6) 2013, the patient underwent a trial procedure. During the procedure, the patient underwent respiratory arrest due to a possible allergic reaction to a medication. As a result, the procedure was abandoned and the patient was sent to the emergency room. No attempt was made to implant the lead that was intended for use.

Manufacturer narrative:
The returned product was not analyzed due to there being no alleged device failure.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.